Manufacturer narrative:
The field engineering specialist determined the issue was due to a fluidics failure. He cleaned the sample probe, adjusted the liquid level detection, flushed the sample probe and reagent probes, and adjusted the gear pump pressure. Ferritin and tpsa qc was completed with acceptable results. There were no further issues following service.

Event description:
The initial reporter complained of questionable results from multiple patients tested on a cobas 6000 e 601 module. From the data provided, 2 patients had questionable elecsys ferritin results and 1 patient had a questionable elecsys total psa immunoassay (tpsa) result. The erroneous results were reported outside of the laboratory. There was no information provided to reasonably suggest that there were any adverse events. The customer was using rack adapters. The ferritin reagent lot was 349483. The tpsa reagent lot was 340176.